Event description:
Spontaneous inbound call from patient indicating that her freedom pump has broken; she states that the back handle will not go back any further; she drew up the medication at 4 pm on sunday (B)(6) 2020, but didn't notify pharmacy until (B)(6) 2020 and manufacture advised that they cannot recommend using the medication stored in a syringe for that length of time. Thus patient missed dose and will need make-up dose of medication for replacement, as well as a new pump for replacement; no adverse events reported as a result of missed dose; not specified if patient has defective device on hand for return; no lot number or expiration date provided; no further information. Reported to (B)(6) by pt/caregiver.